Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the medical review and the information provided by the account, the reported difficult to remove the clip from the anatomy resulting in tissue injury appears to be related to patient and procedural conditions and due to suboptimal transseptal puncture and the angle/trajectory of the clip. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Positioning failure associated with leaflet grasping is related to patient and procedural conditions associated with suboptimal transseptal puncture, angle/trajectory of the clip and imaging difficulties. A definitive cause of the patient's death could not be determined. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1157.

Event description:
Subsequent to the previously filed report, additional information was received: difficulties grasping the leaflets occurred. It was noted that a sufficient grasp was not achieved due to difficulties with imaging difficult angle of access to the valve, until a decision was ultimately made by the leading physician to cancel the procedure. The patient was discharged after surgery to repair the valve surgically, spending three days in intensive care. The patient died while in intensive care. It was noted that the patient was previously defined by the doctor as a high-risk patient, with extreme obesity and many underlying diseases. In the physician's opinion, the pre procedure and procedural events occurring contributing to the patient death included that the patient presented an emergency mitraclip procedure after being anesthetized and ventilated in the general emergency room due to pulmonary edema. It was noted that because the clip was unable to be implanted, there was a worsening of the mitral regurgitation severity due to the chordae tear which may have contributed to the patient death. The patient requiring surgery may have contributed to the patient death. It was noted that all of these pre procedure and post procedural events likely contributed to the outcome of the patient death. In the physician's opinion, the patient death was not due to direct failure of the mitraclip procedure, but rather due to the patient's inability to withstand surgical intervention for the many underlying diseases that directly caused the patient death. There is no information regarding the specific cause of death. No additional information was provided.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet, and suboptimal puncture. A steerable guide catheter (sgc) was inserted. However, while passing the sgc through the inter-aortic septum, a sharp, low, and anterior entry angle (towards the aorta) of the sgc was observed. A decision was made to continue the procedure. A mitraclip xtw was inserted and advanced to the valve. However, before reaching a straddling position, while retracting the system with the clip, the clip became caught in medial chordae in the left ventricle due to a significant loss of height from the fossa. Troubleshooting was performed to remove the clip from chordae, and after several attempts, the clip was able to be freed. The clip was then removed from the patient. An echocardiogram was performed and revealed torn chordae in the left atrium. A decision was made to discontinue to procedure. The procedure was discontinued and the mr remained at a grade of 4. There was no clinically significant delay in the procedure. The patient was transferred to surgery. On (B)(6) 2026, the patient died.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.